Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported in (B)(6) 2017 patient attempted to recharge and could not. Physician recharge mode troubleshooting was performed (B)(6) 2018. The results of the troubleshooting was normal recharging screen for patient. Rep reported they cleared power on reset today ((B)(6) 2018) sees end of life (eol). It was reported that device is off/ disabled and no longer providing therapy. End of service (eos) was reported for the rechargeable implantable neuro stimulator (ins). The eos notification does not seem correct relative to implant date. Rep reported the patient denies historical overdischarge event. Rep reported the patient did not do any physician recharge mode on their own in the past week. Rep reports the patient charged fully after (B)(6) appointment and has not recharged since and ins was at 75% + today ((B)(6)2018). Rep will reviewed steps for replacement surgery planning with patient and health care professional (hcp). No further patient symptoms or complications were reported in this event. Additional information was received from a manufacturing representative (rep) on (B)(6) 2018. It was reported that the patient received injections which was alleviating his pain and not needing the stimulator. He did not charge during this time. The eos, device being off/disabled and not providing therapy has not been resolved. It is permanent and the patient is considering explant. The information provided has been confirmed with the physician. No further patient symptoms or complications were reported in this event.